Manufacturer narrative:
The investigation for the reported atrial fibrillation has been completed. The impella device has not been returned for evaluation. However, as the necessary clinical information was not provided and the device was not returned, the root cause of the atrial fibrillation could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella 5.0 device for mechanical circulatory support. During support, patient experienced atrial fibrillation (af) with rapid ventricular response (rvr). No additional information was provided related to the resolution. Patient survived the procedure.